Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed the reported issue; the hanger was broken. It was also found that the atrial output connector was broken. All found defective parts were replaced and all other identified issues were resolved. The external pulse generator (epg) passed all final functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) needed to have the hanger repaired. The epg has been returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.